Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was noted that two weeks prior to report, the patient met with her doctor and the manufacturer's representative to reprogram her device. It was noted that it "felt like it slipped at that time." It was clarified that the manufacturer's representative reprogrammed the stimulation and moved it up to her back instead of her leg. It was noted that the stimulation worked after meeting with the rep, but it had since shifted down to her legs. It was noted that over the weekend the patient was trying to get it to work but it was making her legs ache so she turned down the machine. It was noted that her legs felt like they were cold and thawing out with pins sticking in them. The patient reportedly had an appointment scheduled with her doctor on (B)(6). Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.